Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the peritonitis event, treatment details, and action taken with dianeal therapy were not reported. At the time of this report, the peritonitis event was not resolved. No additional information is available.